Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that a merlin.net transmission showed non-sustained lead noise due to post-paced t-wave oversensing. The device was reprogrammed and remains implanted. No further issues have been reported.

Event description:
It was reported that a (B)(4) transmission was received after the patient received vibratory alert for non-sustained lead noise. Upon review, it was suspected that the noise was caused by myopotential oversensing. The patient did not receive therapy during the oversensing. Programming changes were recommended. The patient has not responded to scheduling a follow-up. No further information is available.